Event description:
It was reported, that signal loss over one hour occurred. It was indicated, the patient started their transmitter past the "use by date", which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was indicated the patient started their transmitter past the 'use by' date, which is off-label usage of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.